Manufacturer narrative:
One device was returned for evaluation. Based on information in the sample evaluation: one 6.6fr broviac extension leg was returned for evaluation. Visual, tactual, functional and microscopic evaluations were performed. The investigation is confirmed for a fracture, more specifically, a burst in the catheter leg. The sample was received with one extension leg and one needleless infusion hub. An s-shaped split was observed just distal to the first catheter diameter narrowing. Microscopic evaluation revealed more detail on the split. The edges of the split were observed to be smooth and finely granular. The center of the break surface was observed to be rough and granular. A portion from one break surface was observed to project to the opposite surface. The damage to the inside of the tube at the burst site appeared to consist of longitudinal shredding or similar from unknown causes; it is unknown if this damage was resultant from or contributory to the burst. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model 0601620 chronic catheter repair kit allegedly experienced a burst and a fracture. This report was received from one source. The device was used inside the (B)(6) year-old male patient. There was no reported patient injury.